Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that her insulin pump was alarming and that the key pad was unresponsive. Blood glucose level was 103 mg/dl at the time of the call. No further information was provided.